Event description:
It was reported the customer received the following results on the nano meter, compared to a professional meter, within 10 minutes: 201 mg/dl and 188 mg/dl (nano meter) and 109 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.